Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-mar-2026, it was reported by a sales representative via (B)(4) that an ar-3650ds disposables kit for 2.6 fibertak had a piece of foam in the 2.6 fibertak rc guide. This was discovered during a procedure with no patient harm. The foam piece was removed the patient. Additional information provided 13-mar-2026: it was further reported that the foam piece came out when obturator was placed into the guide. This occurred during a rotator cuff repair procedure with no patient harm.